Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the compressor's capacitor for motor was found defective. Our field service engineer has investigated the reported compressor on site. The capacitor for motor has been replaced to resolve the issue and sent back for investigation. The returned motor capacitor has been tested in a compressor. The motor didn't start up. It alarmed for low pressure as well. By measuring the contact of the capacitor, it was noticed that there was no contact between the + and - poles, which indicates an open circuit inside the capacitor. It was noticed by visual inspection that the outside layer of the this capacitor has some sort of burn/overheating signs. If the compressor cannot deliver enough air pressure, the connected ventilator will alarms for low air supply pressure and high o2 concentration. If no o2 gas is connected to the ventilator system, it may lead to stop of ventilation. The root cause for the capacitor error has not been established in this investigation.

Event description:
It was reported that the compressor's capacitor for motor was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).